Event description:
Deformed implant, had to come out twice. They came through left breast. Had implants put back in under unsanitary conditions and it set up infection and came through again. So they had to be removed. Had trouble 8 yrs with left one. Rptr is sending picture. There is a hole under nipple and long ridge across. Hurts all the time. Left arm tingles and turns cold. Rptr doesn't feel good anymore.